Manufacturer narrative:
Submit date: 3/29/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter that required removal. The customer reports the catheter became non-transparent. There was a patient involved and no patient injury. The catheter was pulled and replaced.

Manufacturer narrative:
Since the lot number information was not provided a device history record (DHR) review could not be performed. The product sample was received for investigation and analysis; it was received inside a generic bag. It consisted of a section of a pd catheter that presented signs of use (dirt and marks from the adapter). Visual evaluation was performed and it revealed a portion of the pd tubing with a yellowish or opaque coloration in a section of the tubing. The silicone rubber is translucent white. A semi-transparent tube has to be replaced regularly because the material naturally degrades over time. Based on the sample received for evaluation we are unable to determine the source of the yellowish/opaque coloration noted. Saline solutions are allowed to be used in pd catheters per the instructions for use (IFU), however the use of cleaning agents for this customer report is unknown at this time and it is considered a contributing factor for this issue. There have been no complaint trends or triggers identified, no adverse events or patient harm reported, therefore no further corrective or preventive actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.